Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
"Notified by (B)(6) on (B)(6) 2025, that 2 mobilelink inserts would not seat onto the shell during a procedure. There was approximately a 20 minute delay in the procedure. The 48 mm shell (183-101/48) was implanted with 2 screws in place, but the liner would not seat correctly. There was no evidence of the screws being proud. The screws were removed and the liner still did not seat. An additional liner was opened but it also did not seat correctly. Then the shell was instead changed to a trabeculink shell (183-201/48) but neither of the 2 liners still did not seat. A 183-361/32 liner was finally used and it seated correctly. The parts implanted were 183-201/48, lot 220302/0848 with 183-361/32, lot 2323127. The shell and both inserts are being shipped for the investigation." [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
"Notified by (B)(6). On (B)(6) 2025, that 2 mobilelink inserts would not seat onto the shell during a procedure. There was approximately a 20 minute delay in the procedure. The 48 mm shell (183-101/48) was implanted with 2 screws in place, but the liner would not seat correctly. There was no evidence of the screws being proud. The screws were removed and the liner still did not seat. An additional liner was opened but it also did not seat correctly. Then the shell was instead changed to a trabeculink shell (183-201/48) but neither of the 2 liners still did not seat. A 183-361/32 liner was finally used and it seated correctly. The parts implanted were 183-201/48, lot 220302/0848 with 183-361/32, lot 2323127. The shell and both inserts are being shipped for the investigation." [Customer]